Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the physician noted that the guidewire was unable to be completely inserted into the lead, and the pacing impedance exceeded the upper limit. A replacement lead was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events of high lead impedance and the stylet could not insert were not confirmed. As received, a complete lead was returned in one piece with the stylet fully inserted, the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was not evaluated with the stylet due to the lead was bent consistent with procedural damage.